Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The cause of the issue was a defective component due to a broken container. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During support, the device alarmed purge disk not detected. The staff removed and reinserted purge disk, however the alarm did not resolve. The initial aic was replaced with a new device and the case continued. No report of patient harm or injury.